Event description:
Physio-control received a report from the customer that the device "turned off by itself." This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer contacted physio control to report that the issue occurred during patient use. Physio-control requested additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device "turned off by itself." There was no report of any patient involved in the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. The device was archive by physio-control. No root cause could be determined for the power offs that occurred.

Event description:
Physio-control received a report from the customer that the device "turned off by itself."this issue is patient related; however there was no adverse event reported.